Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 350cc mentor memorygel, breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation and replacement surgery on (B)(6), 2021. Mentor is aware that the date of implant ((B)(6) 2015) is prior to the manufacturing date ((B)(6) 2017) of lot 7477737. Follow ups are being performed for clarification. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.